Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer reported that the tips of the pk dissecting forceps instrument did not approximate. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip was found to be bent, causing side to side misalignment of the grips. There was a 0.101¿ offset at the tips, indicating overloading at the tips. Instrument passed electrical continuity test. Additional observation not reported by site was broken yaw pulley. A piece of yaw pulley was also found to be broken measured roughly about 0.167 x 0.050. The missing piece was not returned with the instrument. The customer reported complaint does not itself constitute a reportable event; however, the broken yaw pulley found during failure analysis if to reoccur could cause or contribute to an adverse event.